Manufacturer narrative:
The device was disposed; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 12 atms on the third inflation during pre-dilation. The initial and second inflations were to 6 and 10 atms respectively. The lesion being treated was located in the calcified and 90% stenotic severely tortuous diffuse right coronary artery (rca). The procedure was successfully completed with another of the same device. Patient status is listed as "good".